Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a replacement ilet pump would not accept the connector during setup despite multiple attempts with different connectors and cartridges, while the prior pump accepted the same supplies without issue. Symptoms included no adverse health effects, and blood glucose was not affected. Outcomes included shipment of a replacement ilet and education on shutdown, data handling, and continued cgm use. Investigation included troubleshooting with the user and verification that the same supplies functioned with the prior pump, and receipt and inspection of the returned device. Investigation of this case revealed pieces of debris found at the bottom of the insulin chamber which prevented the insulin cartridge from seating. It was concluded the issues was caused by debris stuck in the drug chamber which was caused by the manufacturer of the ilet housing.